Manufacturer narrative:
Original MDR was filed 18-feb-2019. Corrected information received from customer on 22-may-2019: date received by manufacturer: siemens was informed of the event on 28-jan-2019.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported that a discordant, falsely depressed total bilirubin (tbi) result was obtained on the dimension vista 200 system s/n (B)(4). Siemens headquarters support center (hsc) completed the investigation of the event. Hsc has reviewed the information provided and the instrument data. Quality control data was within range during the test event date. No process errors were observed at the time of the reported event. There is no evidence of a product nonconformance. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant depressed total bilirubin (tbi) result was obtained on a patient sample on the dimension exl 200 instrument. The discordant result was reported to the physician(s) who questioned the result. The same sample was reprocessed the following day and a higher result was obtained. A corrected report was issued. There were no reports of patient intervention or adverse health consequences due to the discordant tbi result.